Manufacturer narrative:
Lot number, UDI number and expiration date not available as lot number was not provided. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor's technique in applying the suction ring to the cornea, doctor's technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient's cornea and the suction ring. Device manufacturer date is unknown as serial no was not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during a flap procedure in left eye and while laser was firing there was a suction loss and no side cut was created. Surgeon aborted procedure. Patient was aware of the event and consented to the photorefractive keratectomy.